Manufacturer narrative:
H10 - related report numbers- (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm and loss power while running. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Device evaluation: no product sample was received, however, a video was provided for the investigation by the customer, which demonstrated that the pump loses power during drop tests with the rechargeable battery, while the same test with aa batteries shows no power loss. The customer¿s observation suggests a mechanical issue with the rechargeable battery connection under impact. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device's 12-month service history, which showed no previous occurrences of similar events. As a result, we could not replicate or confirm the reported issue.